Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using their night aligner that their back teeth are not touching, and it is causing significant jaw discomfort. It feels that their bottom teeth are not fitting or aligning with their upper teeth. The patient's bottom teeth are hitting the insides of their front top teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.